Event description:
Reporter stated the infusion cannula has leaked insulin during the prime procedure and normal use for the past 4-5 months. Customer reported he does not bolus more than 5.0 units at a time and sometimes leaves the cannula in for 4-5 days. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).